Event description:
User reported that lift travelled at speed and then a collision occurred.

Manufacturer narrative:
As per investigation by distributor: contamination detected on device rail causing adverse operation. Unit removed from user property, returned to distributor for potential review and investigation.